Event description:
A sales rep called baxter corporate product surveillance to report a clearlink catheter extension set which the set burst. According to the report, the extension set was connected to a PICC line catheter. After the contrast was injected into a 22 gauge catheter at a flow rate of 1.5 ml/sec, the staff heard a "pop" and inspected the patient. The tubing of the extension set split down the middle and blood leaked out of the set. They changed out the set and proceeded with the procedure. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.